Manufacturer narrative:
The subject device evaluation found no image with error b30 (communication error) observed and the ID chip has no data. Additionally, leaking at the a-rubber due to a cut , leaking at video cable due to cut was observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported during reprocessing the device was observed to be not powering up. There is no patient involvement on this reported event. No user injury reported. Device evaluation found no image with error b30 (scope communication error) and the ID chip has no data. This report is being submitted for no image with error b30 (communication error) and the ID chip has no data which was observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however the event most likely occurred due to the following: 1) buckling or disconnection of the built-in ccd cable occurred due to physical stress on the curved part or video cable. 2) moisture that entered the device from the leak point caused damage to the ccd unit and the board inside the video connector. The event can be detected/prevented by following the instructions for use which state the following: 1) "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." 2) "precaution for disappeared or frozen endoscopic image: if air bubbles emerge from the endoscope continuously during leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in breakage of the switch and image sensor." Olympus will continue to monitor field performance for this device.